Event description:
A hospital in (B)(6) reported that they attempted to connect a heater wire adaptor to a new rt329 infant continuous flow breathing circuit, but were unable to do so because the pins were bent. The hospital observed the bent pins prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned breathing circuit was checked for damaged heater wire pins. Results: one of the inspiratory limb heater wire pins was bent, preventing full insertion of a heater wire plug. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).